Event description:
It was reported that the pressures fluctuated and were sometimes not displayed. The event occurred during priming. A getinge technician was on site and no defect could be detected and no pump stop occurred. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the pressures (internal pressure (pint)) fluctuated and were sometimes not displayed. The failure occurred during priming. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. According to customers, the device showed incorrect values on the pint sensor. This could not be reproduced when testing with test-oxygenator set and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and no malfunction could be confirmed on the date of event. According to the fst the root cause is an improperly plugged hls cable on the hls set. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The device was manufactured on 2017-10-19. The review of the non-conformities has been performed on 2023-08-17 for the period of 2017-10-19 to 2023-08-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "device showed incorrect values on the pint sensor" could be confirmed, but not reproduced by the fst. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.